Event description:
Healthcare professional reported "right side rupture, and right side capsular contracture baker grade iii. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: not observed openings on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and a capsular contracture baker grade iii. A capsulectomy was performed. The device was explanted, replaced, and discarded.

Manufacturer narrative:
Clarification to device info. (D.4): catalog number style 15, size 397cc. Clarification to implant date (d.6a): 2010, year only received.. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture baker grade iii. Visual analysis of the device photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: not observed openings on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and a capsular contracture baker grade iii. A capsulectomy was performed. The device was explanted, replaced, and discarded.

Event description:
Healthcare professional reported right side rupture and a capsular contracture baker grade iii. A capsulectomy was performed. The device was explanted, replaced, and discarded.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #x. Aware date should have been listed as date.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture and a capsular contracture baker grade iii. A capsulectomy was performed. The device was explanted, replaced, and discarded.